Event description:
It was reported via trial that the patient presented alert and oriented with a headache, a ruptured anterior communicating artery aneurysm and high grade stenosis of left internal carotid artery (lica). On (B)(6) 2010, an rx acculink stent was implanted in the lica and the aneurysm was coiled. The patient remained alert, oriented and able to move all extremities; however, later in the day, the hemorrhage began to worsen. The patient was sedated, intubated and ventilated. On (B)(6) 2010, an external ventricular drain was placed; however, the worsening hemorrhage led to brain herniation. Additionally, per CT angiogram of the neck, the lica was occluded. On (B)(6) 2010, the patient died. Cause of death was listed as subarachnoid hemorrhage. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of death, intracranial hemorrhage, occlusion, and respiratory distress are known adverse events listed in the rx acculink instructions for use (IFU). The patient was sedated, intubated, ventilated, and had a ventricular drain placed. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.